Event description:
It was reported via repair work order that the xfrme was bent not allowing the base to lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.